Event description:
A trilogy o2 device was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log indicating an air flow sensor failure of the oxygen blending module board. The device's oxygen blending module board was replaced to address the issue. Preventive maintenance was performed requiring the trilogy o2 kit, motor blower assembly, stirring fan foam and micron filter to be replaced per protocol. The device was cleaned and tested and passed all final testing.